Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, they noticed that lens didn¿t remove from the injector completely, the plunger was removed and fracture of the upper haptic handle of the lens. Subsequently the lens was removed during initial procedure with rescue clamp and completed with another lens. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the lens was returned with the company cartridge taped inside a self-seal pouch. The haptics were not broken. The optic was broken onto in three pieces with the haptics attached to two portions. The broken optic damage may have been interpreted as the reported complaint. The used company cartridge was evaluated. Viscoelastic was observed in the cartridge. Tip stress was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicate with a non-qualified handpiece. The company handpiece is only qualified for company lenses. It could not be confirmed the lens was stuck in the device as it was not returned in the cartridge. The reported haptic damage was not observed. The optic was broken with the haptic attached. This may have been interpreted as the reported complaint. The root cause may be related to a failure to follow the instructions for use (IFU). The handpiece indicated is not qualified for use with company lenses. The optic damage would indicate a plunger under/over ride may have occurred. The IFU instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).